Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with broken reservoir tube lip, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 154 mg/dl. Nothing further reported.